Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Under the microscope, black foreign materials were clogged in the port of the channel port; the foreign materials could not be removed. The nozzle was missing. The angles were insufficient. The objective lens was scratched. The angle knob was scratched. The protector of the light guide tube and insertion tube were damaged. The contact pin of the video connector was damaged and scratched. The scope cover and the switches were worn. The interface of the ethylene oxide sterilization (eto) valve was corroded. The light guide bundles were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the air/water supply channel port/nozzle on the evis lucera elite gastrointestinal videoscope was clogged due to insufficient or incorrect reprocessing. The issue was found at reprocessing. The intended diagnostic gastroenteroscopy was completed with a similar device with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. The water supply status of the nozzle was checked during the pre-use inspection and water flow was weak. The clogged nozzle was found during inspection. It was unknown if the nozzle was clogged in the case. The facility was using an olympus automatic endoscope reprocessor (aer) and the device was reprocessed per olympus guidelines. It was unknown when the last time the nozzle was changed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to handling of the device leading to watertight packing, silicone-based glue, a silicone part or the like of the peripheral equipment being broken, leading to a piece entering the air/water channel of the subject device. Since the instructions for use (IFU) (reprocessing manual) states the following, the suggested event was able to be prevented: "1.4 precautions: all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.